Event description:
It was reported that the bd microlance¿ 3 needle had difficulty drawing up eylea during use, and adjusting the liquid level in the syringe caused all the medication to leak out. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "very hard and difficult to suck the product from the vial with the syringe and the 18g filter needle. Finally, the product was entirely into the syringe. Then, the needle has been changed to the 30g needle. When the doctor adjust the liquid level into the syringe, all the product went out the syringe."

Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog #: 304000 lot #: 150718 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR show no abnormalities or issues.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle had difficulty drawing up eylea during use, and adjusting the liquid level in the syringe caused all the medication to leak out. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "very hard and difficult to suck the product from the vial with the syringe and the 18g filter needle. Finally, the product was entirely into the syringe. Then, the needle has been changed to the 30g needle. When the doctor adjust the liquid level into the syringe, all the product went out the syringe."